Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b3 and d10. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is likely that no image or noise occurred due to damage to the video connector due to a ding and a short circuit between the cable of the image sensor unit and the base of the video connector due to an air leakage of the universal cord. The following is included in the instructions for use (IFU): the inspection method for suggested event is described in the operation manual ¿chapter 3 preparation and inspection 3.7 inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited no image due to damage to the charged coupled device unit. There were no reports of patient involvement.